Event description:
The customer reported that when collecting plasma, the tubing leaked at the connection point on the transfer tubing. The customer was unwilling to provide patient information. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of this lot showed one other similar occurrence at the same customer site. Based on the trend review and the other occurrence being at the same customer site, this is likely an operator dependent failure mode.

Manufacturer narrative:
(B)(4). Investigation: the cobe spectra disposable set was returned from the customer. The slip fit luer was removed from the set. The slip fit luer wsa pressure tested for leaks. The slip fit luer leaked at approximately 15psi. The luer connectors were visually inspected and no notable defects were noted. Upon further inspection, a leak path was noticed in the connection. Based on trend review and the design of the disposable, the variable which appears to be related to leaks at this location is the presence of slide clamps above the luer connection. Root cause: this type of leak is normally related to a build-up of pressure in the plasma line. Presently we believe that the main cause of such a build-up in pressure is due to accidental closing of the blue slide clamp at the customer site (perhaps during removal from the tray, or perhaps when closing other slide clamps such as those attached to sample bulbs or the accessory line).